Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed to be flowing in and out of the infusion set tubing. The customer's blood glucose level was 162mg/dl. Tandem technical support instructed the customer to prime out the air in order to remove the air bubble.